Manufacturer narrative:
Customer returned pump for an alleged retainer damage, reservoir unable to lock into place, cosmetic damage located at the case and ems/ambulance/ER visit for high bgs/dka found on 24-aug-2025. However, as per sap/customer's note: customer had ems/ambulance/ER visit for high bgs/dka on 23-aug-2025. On related svn#: (B)(6) - customer had ems/ambulance/ER visit for high bgs/dka on 24-aug-2025 (per ss event date). However, as per sap/customer's note: customer had ems/ambulance/ER visit for high bgs/dka on 23-aug-2025. The pump was received with a scratched case. The pump was also received with a flashing white display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a flashing white display. Unable to download history files and traces using thump due to a flashing white display. Unable to upload pump to carelink due to a flashing white display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.39mv). A test case was used, installed the original pcba 1, pcba 2, internal battery and motor. A flashing white display was noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a flashing white display noted. A flashing white display was confirmed, problem isolated on the lcd/pcba 1. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo on the display noted. Stuck on flashing medtronic logo on the display was confirmed, problem isolated on the pcba 2. Still, unable to upload pump to carelink, download history files and traces using thump due to stuck on flashing medtronic logo on the display. The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment; however, a slightly dented retainer ring was noted during testing. Unable to verify customer alleged for high bgs/dka. Cosmetic damage was confirmed at the case of the pump during analysis. Retainer ring damage (a slightly dented retainer ring) was confirmed. Reservoir unable to lock into place was not confirmed. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a flashing white display and stuck on flashing medtronic logo on the display. A flashing white display was confirmed, problem isolated on the lcd/pcba 1. Stuck on flashing medtronic logo on the display was confirmed, problem isolated on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the retainer ring was damaged, and the reservoir was unable to lock into place. The blood glucose value at the time of the event was 500+ mg/dl. The customer was treated with an IV insulin drip (intravenous insulin infusion) and visited the emergency room. The customer also experienced symptoms of being unwell, tired, having a headache, and altered vision. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia. The customer was using the insulin pump within 48 hours of the reported event. The customer was not using the automode feature at the time of the event. Troubleshooting was performed for damage. The customer reported damage to the retainer ring, and the reservoir was unable to lock in place. The pump functionality was affected. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.